Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician noticed during a latitude check that the implantable cardioverter defibrillator (ICD) had some noise episodes which were marked as ventricular tachycardia (vt) events and there was also an alert for right ventricular intrinsic amplitude out of range. Boston scientific technical services indicated that the noise could potentially be associated to diaphragmatic myopotential, triggered from respiration; for this reason, technical services suggest performing an ambulatory check and to complete valsalva maneuvers to test the diaphragmatic contraction and potential noise evocation. Additionally, perform further testing to exclude mechanical issues and lead impairment. No adverse patient effects were reported. The device and right ventricular (rv) remains in-service. Additional information was provided, it was reported that the patient has been known to have short episodes of noise recorded since (B)(6) 2022. The patient was evaluated in office, and the noise was reproducible and related to myopotential. There was very low and stable amplitude and short and sporadic episodes. The patient was seen in-office as suggested by technical services on 30-aug-2023 in order to evaluate some noise recorded as non-sustained ventricular tachycardia (nsvt). The noise was reproducible, and the physician decided to extend detection time and to continue patient weekly follow-up via latitude. No adverse patient effects were reported. The device and right ventricular (rv) remains in-service.

Event description:
It was reported that the physician noticed during a latitude check that the implantable cardioverter defibrillator (ICD) had some noise episodes which were marked as ventricular tachycardia (vt) events and there was also an alert for right ventricular intrinsic amplitude out of range. Boston scientific technical services indicated that the noise could potentially be associated to diaphragmatic myopotential, triggered from respiration; for this reason, technical services suggest performing an ambulatory check and to complete valsalva maneuvers to test the diaphragmatic contraction and potential noise evocation. Additionally, perform further testing to exclude mechanical issues and lead impairment. No adverse patient effects were reported. The device and right ventricular (rv) remains in-service. Additional information was provided, it was reported that the patient has been known to have short episodes of noise recorded since (B)(6) 2022. The patient was evaluated in office, and the noise was reproducible and related to myopotential. There was very low and stable amplitude and short and sporadic episodes. The patient was seen in-office as suggested by technical services on (B)(6)2023 in order to evaluate some noise recorded as non-sustained ventricular tachycardia (nsvt). The noise was reproducible, and the physician decided to extend detection time and to continue patient weekly follow-up via latitude. No adverse patient effects were reported. The device and right ventricular (rv) remains in-service. Recently, this system has exhibited worsening noisy artifacts, and the physician elected to surgically revise the system. The ICD was explanted, and the rv lead was capped and abandoned. A new device and lead were subsequently implanted to resolve the event. The explanted ICD was discarded and will not be returned for evaluation. The rv lead remains implanted but is capped and out-of-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that the physician noticed during a latitude check that the device had some noise episodes which were marked as ventricular tachycardia (vt) events and there was also an alert for right ventricular intrinsic amplitude out of range. Boston scientific technical services indicated that the noise could potentially be associated to diaphragmatic myopotential, triggered from respiration; for this reason, technical services suggest performing an ambulatory check and to complete valsalva maneuvers to test the diaphragmatic contraction and potential noise evocation. Additionally, perform further testing to exclude mechanical issues and lead impairment. No adverse patient effects were reported. The device and right ventricular (rv) remains in-service.